Event description:
It was reported upon pulse generator interrogation, a diagnostics anomaly was observed. No patient symptoms were reported. Following device reprogramming, normal longevity measurements were seen. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.